Event description:
Pt complaining of pain at site. Contrast media port study performed. Results--"broken left-sided port." Fluoroscopic removal of broken port fragment via right common femoral vein. Pt tolerated procedure well.